Manufacturer narrative:
(B)(4). The actual event date was not provided; this date is based on the date of publication of the literature".

Event description:
Draulans, n., roels, e., kiekens, c., nuttin, b., peers, k. Permanent mechanical deformation of an intrathecal baclofen pump secondary to scuba diving: a case report. Spinal cord. 2013;51(11):868-869. Doi: 10.1038/sc.2013.43. Summary: the objective was to describe the case of a spinal cord injury patient that went scuba diving resulting in a mechanical deformation of his intrathecal baclofen pump. Diving below 10 meters of depth can result in irreversible mechanical damage of the drug reservoir of an intrathecal baclofen pump. Reported event: a (B)(6) old male underwent a refill procedure in (B)(6) 2012 at which only 27 ml could be injected into the reservior instead of 40.0 ml. 3 weeks prior, the patient went scuba diving to a depth of 30 meters below sea level. The drug reservoir contained about 16ml of baclofen on the day the patient went diving. He does not recall any altering of spasticity during or after diving. X-ray revealed a collapse of the bottom shield of the baclofen pump. This mechanical deformation was believed to cause irreversible loss of drug reservoir capacity. The pump returns to normal function upon returning to local atmospheric pressure. Therefore they decided not to replace the baclofen pump in our symptom-free patient. It was not possible to match this event to a previously reported event.